Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became intermittently unresponsive when attempting to unlock the pump. Reportedly, the customer would have to turn the screen off and on multiple times to be able to unlock the pump. Customer's blood glucose level was 221 mg/dl. Reportedly, the customer would continue to use the pump for insulin therapy.